Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a complaint through (B)(6) (social media) from an electrophysiologist. The complaint involved a question first that read, "does your hr go up when subcut ICD is charging and charging and charging and charging...?"; followed by a comment that read, "too long detect time!". The electrophysiologist also made hash-tag remarks, "hateit" and "dfts". No specific patient or case was provided. This appeared to be a general physician complaint.